Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was not observed as it was a photo of an unused tube. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® brand sst ii advance tubes containing silica and gel device experienced underfill or low draw of a tube with blood. This event occurred 20 times. Translated to english. The customer stated: "customer found short draw volume cases in same lot."